Event description:
It was reported that during a knee arthroscopy after connecting the cassette and opening the saline solution, the saline reached the cassette but did not pass through the crossflow to the patient; there was no saline irrigation of the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.